Event description:
A report was received in late 10/2001 by one of interpore cross international's distributors for a patient who had spinal fusion surgery in 12/2000 utilizing a 6.0 x 60 mm iliac screw, a closed vls set screw, and a closed vls seat - 4.75 mm within three months of the initial surgery the patient experienced hook cut out followed by revision surgery and extension of the construct and fusion. Within three to six months post revision surgery the patient experienced disarticulation of the iliac screw/rod connection. The distributor contacted the co in early 11/2001 to report the event (which included a copy of the surgeon's letter). The co requested additional information regarding the event from the surgeon on 11/14/01, including x-rays. The x-rays were received and reviewed by the co, however no additional information regarding the event was received. A second letter was send (11/29/01) to surgeon again requesting additional information. Because the company did not have all the necessary information to conduct a complete investigation into this event the company could only provide the surgeon with comments regarding the case, but was not able to provide a specific reason for the event. The company stated that if the event was related to rotation of the rod inside the screw head, using a lateral connector in the closed vls screw may have held up a little better, because the ridges on the lateral connector arm would interdigitate with the grooves in the seat to resist rotation better than the smooth rod. When using iliac screw technique, it is recommended that a transverse connector to be used just proximal to the lateral connectors or iliac screws for maximum stability, in order to resist the high loads experienced by the implants at that level, and to minimize the possibility of the lateral connectors or rods loosening. Interpore cross requested that if the surgeon removes the components the co would like to evaluate them to further investigate what may have caused this event. To date, no additional information has been received from the surgeon.